Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2013. (B)(4) represents the adverse event which occurred on (B)(6) 2017.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted into the patient. It was reported that the patient experienced undisclosed injury. It was reported that the patient underwent revision surgeries on (B)(6) 2013 and (B)(6) 2017. No additional information is provided.